Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased sensing, increased pacing thresholds, high out-of-range pace impedance measurements, and noise that resulted in 2 inappropriate shocks. An x-ray was obtained confirming a lead fracture at the level of the patient's clavicle. A revision procedure was subsequently performed wherein this lead was surgically abandoned and replaced. The patient was reported not to be pacemaker dependent with no instances of asystole or other adverse effects.